Event description:
During the surgery the suture was snapped. So the anchor was remained in patient¿s body. So surgeon has chose another anchor for replacing it.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).